Manufacturer narrative:
Concomitant medical products: 4473 boston scientific, lead, implanted: (B)(6) 2006; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the health care professional that the patient's device was now reading 17 months battery longevity, however, the last remote transmission showed 7 years remaining. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.